Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and fecal incontinence. It was noted that the patient¿s trial started on (B)(6) 2020. It was reported that the patient stated that when she stands up, she has no control and will leak out. The patient said she felt she was leaking more and maybe not emptying her bladder. No further complications were reported. Additional information was received from a health care professional via a manufacturer representative. It was reported that the patient's indication for use did not include retention and retention was not a pre-existing condition. However, the event had resolved. No further complications were reported.